Event description:
Patient reported experiencing elevated blood glucose of 500 mg/dl. She indicated that she woke up in 2006 feeling ill as a result of the elevated blood glucose level. Patient stated that she administered an insulin injection, increased her basal rate, and changed the infusion set to address the issue. She reported observing a piece of the adapter connecting to the luer lock of the infusion set had broken off causing insulin to leak. Patient stated that she administered insulin injections until she was able to change the infusion set and adapter. No medical assistance was reported. Product was requested to be returned for evaluation.